Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products and mdrs. 00549003410 trabecular metal distal femoral augment block lot# 63322074. MDR- 3005751028-2020-00099. 00549003410 trabecular metal distal femoral augment block lot# 63141884. MDR- 3005751028-2020-00100. 00544705336 nexgen lcck tm coupled tibial cone, a/p wedged size 3 lot# 62380724. MDR- 3005751028-2020-00102.

Event description:
It was reported she has been encountering pain, swelling, inflammation, and difficulty walking and exercising since her revision surgery. She also stated she had a metal allergy test done, which determined she is highly allergic to nickel and cobalt chromium.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 . No product was returned; visual and dimensional evaluations could not be performed. The device history records for [00545001730/63392061] were reviewed for deviations and/or anomalies with the following related anomalies/deviations identified: three pieces scrapped at operation 170. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history found no additional related issues for this item (00545001730) and the reported part and lot combination (00545001730/63392061). Medical records were not provided. A field action search using cognos bi identified no quality hold with an r-code as the reason associated with the following part/lot combinations (00545001730/63392061) as of 7-jan-2020. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.